Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's service indicator is present and there is an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use associated with the reported event.